Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient used the application on her cell phone and the tandem insulin pump screen as her display devices. The patient felt unwell and was throwing up. The cgm value was 70 mg/dl. She went to the emergency room (ER) where the bg finger stick value was 800 mg/dl. The doctor at the hospital diagnosed her with diabetic ketoacidosis. She did not remember receiving any treatment at the ER. After the ER visit she stated she had no injuries and she recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.